Event description:
Consumer via e-mail stated that their dual clean replacement brush came apart on the bottom brush where it looks like a "pin" was holding it together. No injury was reported.

Manufacturer narrative:
18-aug-2021 product investigation results: product return was received and investigated. Product investigation results showed that the complaint is caused by wear of plastic parts due to usage of abrasive toothpaste in combination with insufficient cleaning.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer via e-mail stated that their dual clean replacement brush came apart on the bottom brush where it looks like a "pin" was holding it together. No injury was reported.